Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned with severed irrigation tubing connected to the luer. Ring 1 and ring 2 are slightly flattened. Ring 1 proximal seal appears to be compromised. There is dried saline on the tip and down the shaft extending to ring 3. Functional inspection revealed no abnormal resistance was felt when actuating the steering mechanism. The tension control knob functioned properly on the unlock position however the left curve relaxes when the tension control knob is locked. The inner curve of the right and left curves were traced on paper with the tension control knob locked. The curves were then retraced after 30 seconds and then again after 1 minute. In the right curve position, the curve remains steady. In the left curve position, the curve relaxes although the tension control knob is locked. A mark was placed on the handle and the steering knob to monitor the movement of the steering knob during a left curve and when the tension control was locked. It was noted that in the left curve position with the tension control locked that the steering knob moves. A similar mark was made on the tension control knob and no movement was seen when monitored for one minute with the left curve actuated. X-ray showed no obvious anomalies. The handle was opened and the tension control and steering knobs were removed. The steering knob does not have an o-ring. There is no visual indication that lubricant is present either on the handle or on the steering knob in the well where the o-ring sits. There was no indication that analysis results were affected by the decontamination process. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on device analysis completed on 03-oct-2017. It was reported that the tensioner to fix the curve was loose. The target lesion was located in the left atrium. Access to the left atrium was achieved via standard transeptal puncture. A non bsc sheath was used to cross the septum and the 7.5 110 2.5 quad assy blazer¿ open-irrigated ablation catheter was passed through this sheath to access the lesion. The catheter was deflected and the tensioner was applied to fix the curve. The tensioner would slowly untighten which in course loosened the curve on the catheter. This happened repeatedly and was only resolved by holding the tensioner to stop it from untightening. The procedure was completed with this device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the ring 1 proximal seal was compromised.